Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient reportedly experienced a loss of stimulation from her scs system. An sjm representative met with the patient for system diagnostics and indicated multiple lead contacts had high impedance readings. Reprogramming was able to provide good stimulation coverage. The patient later met with her physician and surgical intervention was planned for a later date to address the issue.

Event description:
Additional information received identified further surgical intervention took place on (B)(6) 2016 at which time the patient's lead was explanted and replaced. Effective stimulation coverage was reportedly restored postoperative.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's lead was disconnected from the ipg for intra-operative testing. Diagnostics indicated multiple high impedances were present on the lead contacts. The lead was then reconnected to the ipg, and the surgery was concluded. The patient will be referred to another physician for possible lead revision.